Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument was unable to open and close the jaws appropriately. The issue occurred when the instrument was grasped on tissue. The customer noted no patient harm and the instrument was exchanged to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no system fault that led to the instrument issue, the instrument was being used on an inguinal hernia repair. The instrument was released from the tissue, the manual release tool did not work so the customer used a laparoscopic instrument through an assist port to manually open the instrument. The customer stated that there was no adverse event to the tissue, there was bleeding but it was minimal and within the already expected range of the procedure. There was no need for a blood transfusion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have both grip input disks broken. Input disks 6 and 7 were found broken from the inside of the housing. This causes inability of the jaws to open and close when holding on to tissue. The complaint was confirmed by failure analysis.